Manufacturer narrative:
The customer ordered and received a replacement hard drive but they have not installed it yet. The customer stated that they have never replace the hard drive on this unit. Replacing the hard drive every two years is a part of the preventative maintenance noted in the service manual. Hospital has not returned hard drive.

Event description:
The customer reported that the central monitoring system (cns) was displaying random software errors which is causing the cns to reboot.